Event description:
During use of stent enhance on (B)(6) 2025 the system locked up. After system lock up, staff forced shutdown and was able to reboot only after multiple attempts. During this time, totaling more than 30 minutes staff were unable to perform fluoro or da and patient went into cardiac arrest. After system reboot the system operated normally and the procedure was completed successfully.

Event description:
During use of stent enhance on (B)(6) 2025 the system locked up. After system lock up staff forced shutdown and was able to reboot only after multiple attempts. During this time, totaling more than 30 minutes staff were unable to perform fluoro or da and patient went into cardiac arrest. After system reboot the system operated normally and the procedure was completed successfully.

Manufacturer narrative:
Root cause analysis: system error occurred using stent enhancer function, after selecting f-store before closing function. System error related to software error. Corrective actions: manufacturer to provide revised software to prevent recurrence. Actions taken to prevent recurrence: identify and correct any code that accesses arrays using arguments. Check argument ranges in new code to prevent out-of-bounds access (added to code review perspective).